Manufacturer narrative:
The device history records for the reported device lot were reviewed for any deviations related to the reported complaint defect. The review confirms that all lots were released meeting material, assembly, and performance specs. Our investigation is on-going into this event, and we are in the process of obtaining more info from the end user hospital as well. Upon completion of our investigation, a f/u medwatch will be submitted. (B) (4)

Event description:
"A pt went to the operating room for placement of a port-a-cath. Approx six and a half months later, the pt returned to the operating room to have a catheter portion removed; the catheter apparently sheared off." We are not aware of any serious injury to the pt, however, are working to confirm this with the hospital.